Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that the device broke in the arthroscopy. No significant delay or patient injury reported.

Manufacturer narrative:
One 72202397 bioraptor knotless suture anchor was returned. Complaint indicated: "it was reported that the device broke in the arthroscopy". Response to additional prep questions was unsuccessful. The inserter, two strands of frayed poly braid suture and fractured anchor assembly was returned. The anchor and grub are broken and distorted. The grub had been fully advanced within the anchor. The proximal lead in threaded area of the anchor was fractured and was not returned. The suture strands were secured within the anchor and they were all freed from the inserter. The inserter shows no damage. The inner shaft is not bent and rotates concentrically with the outer. The torque limiter functions as intended. Audible click is present with rotation of the inner shaft. Proceeding per IFU recommended surgical prep steps and recommended method is essential to a successful implant. Force was a role in the fracture and distortion of the anchor and grub. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. No root cause related to the manufacturing of this device was confirmed.